Event description:
It was later reported that the renal dysfunction was not determined to be related to or caused by the device or device therapy. The patient did not have any symptoms; no treatment was performed. Creatinine was normalized.

Manufacturer narrative:
Section d4 (model number and catalog number): correction manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported renal dysfunction could not conclusively be established. A review of the submitted log file revealed the device operating as expected. No pump related issues or alarms were captured. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No further issues have been reported at this time. The heartmate ii lvas instructions for use (IFU), rev. B is currently available. Section 1, ¿introduction¿, lists potential adverse events, including renal dysfunction, that may be associated with the use of the heartmate ii left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was in clinic on (B)(6) 2024 for a visit after labs the previous monday revealed creatinine 2.5 times greater than their baseline. There were no adverse events recorded in log files during this history.